Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The reporter contacted lifescan (lfs) customer service alleging that the lay user/pt's one touch ultramini meter stopped powering in 2009. The reportedly was treated with "IV glucose" three days later, by a health care professional; however, no other blood glucose results were reported. It is unk how the pt was managing her diabetes before receiving the "IV glucose treatment." The reporter claimed that the pt became dizzy, fatigued, and almost passed out "4 days after" the alleged issue occurred. According to the troubleshooting performed with customer service, the power button turned the meter on successfully; however, the inserting a test strip would not power the meter on. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt reportedly obtained "IV glucose" treatment from a health care professional after the reported power issue occurred. In addition, the power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.